Event description:
Pt alleges receiving implants on 2/9/77. Doctor states "I have not personally seen this pt, but my colleague has on the 26th of july 1994, who stated at the time, possibility of rupture existed with the advancing age of the prostheses and that he would offer her removal."